Event description:
It is reported that the pt is experiencing patella tendonitis.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: review of the primary operative notes does not indicate root cause. The cement was allowed to cure with the knee in full extension and excess cement was removed. A lateral release was performed. The ml view radiograph provided indicates that the femur has been notched. Many factors can contribute to patella tendonitis including but not limited to: soft tissue instability, and overstuffing the patellofemoral joint. Based on the available info, a definitive root cause cannot be ascertained at this time. However, the complaint may be revised upon return of product or further info. Eval: review of the device history records did not find any deviations failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.